Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a pelvic organ prolapse. It was reported that after a procedure where this device was implanted, the patient experienced an unspecified adverse outcome. The patient has undergone extensive surgery for removal of the mesh and was later diagnosed with ovarian cancer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.